Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a burned distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the applicable chapters in the instructions for use which state::chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.